Manufacturer narrative:
H4: the lot was manufactured from june 01, 2019 - june 04, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between december 8, 2018 september 30, 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.